Event description:
While attempting to resolve wire wrap the device became bound up in the external iliac artery, and a dissection of the vessel occurred. As a result of this occurrence, any further manipulation would have been detrimetal to the patient and the successful outcome of the case. The physician elected to convert to surgical repair of the aneurysm.